Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the pump component no longer functioning as expected. The existing pump was removed and a new pump implanted. There were no patient complications reported. The explanted pump was discarded following the procedure and will not be returned.